Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was found to be oversensing the t-waves. The implantable cardioverter defibrillator (ICD) was reprogrammed to compensate for the t-wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.